Manufacturer narrative:
The referenced pump exchange was reported under medwatch report # 2916596-2018-00067. Approximate age of device- 27 days. Manufactures investigation conclusion: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient was admitted due to a drainage from a thoracotomy incision. The thoracotomy was performed approximately one week prior due to device thrombosis. While admitted, the patient had intracranial hemorrhage and did not recover after the event. The patient subsequently expired. The patient was on aspirin and coumadin at the time of the event. Analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The submitted log files contained data from (B)(6) 2017 through (B)(6) 2018. Pump power, estimated flow, and average pi typically ranged from 6.5 to 8.7 watts, 7.7 to 10.4 lpm, and 3.7 to 7.3, respectively. Elevations in pump power and estimated flow were observed throughout the log files, ranging from 9.9 to 14.1 watts and 10.8 to 12 lpm, respectively. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The account communicated the patient was admitted to the hospital with fever, chills, and drainage from thoracotomy site. It was also reported the device interrogation showed elevated power and flow. The patient¿s ldh was 351 u/l (B)(6) 2017, 332 u/l (B)(6) 2017, 315 u/l (B)(6) 2017, 407 u/l (B)(6) 2017, and 406 u/l (B)(6) 2018. The patient¿s inr was 7.7 (B)(6) 2017, 5.0 (B)(6) 2017, 2.3 (B)(6) 2018, 3.2 (B)(6) 2018, and 5.6 (B)(6) 2018. The patient had an incision and drainage of left subcostal incision with debridement of necrotic tissue in subcutaneous layer. The patient was started on IV antibiotics and was on coumadin and aspirin. Additional information was provided stating the patient expired due to an intracranial hemorrhage following bacteremia and recent pump exchange. The pump was not explanted and will not be returned for evaluation. Infection, stroke, bleeding and death are listed in the hmii instructions for use (IFU) as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient was admitted due to an drainage from a thoracotomy incision. The thoracotomy was performed approximately one week prior due to device thrombosis. While admitted, the patient had intracranial hemorrhage and did not recover after the event. The patient subsequently expired. The patient was on aspirin and coumadin at the time of the event. No additional information provided.